Event description:
During an imp1ant proceaure tne meatronic left ventricular (lv) 1ead experienced difficulty while attempting to pass the guidewire (whisper moderate support-0.14) through the medtronic lv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).